Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump error / under infusion 200ml albumin prescribed to be given over 3 hours. Total amount needed to be given from 3 bottles. Following 2nd bottle, pump started to beep - alerting nursing staff to infusion nearly ending. On checking the pump, the rate had automatically changed to 3ml/hr with 17 minutes remaining, nursing staff found pump 0.6ml over the set vtbi rate. Initially it was thought to be human error, so 3rd bottle was placed in situ, the rate was reset and vtbi was set. Once pump started beeping at the end of the infusion - conscious of previous issue. Nursing staff checked pump and found that the same had happened again - rate changed to 3ml/hr with 18 minutes remaining. Meaning the infusion would have taken longer than the prescribed 3 hours if left unchecked and the infusion total was running over the vtbi set by nursing staff at the beginning of the infusion.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. Because no date of event was mentioned, the last therapies were examined. The history files revealed no abnormalities regarding the reported event. The kvo mode was enabled. Kvo means "keep vein open". This is a setting in the modification data, which is programmed by the user. After an programmed vtbi is finished the device goes into kvo mode (with a rate 3ml/h) to keep the vein of the patient open. Thereupon the infusomat space was visually and functionally examined. The sample was clean and showed age-based marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to (B)(4) was performed. All measured values are within our specification. No damages, which were able to cause the malfunction, were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.